Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for urge incontinence. It was reported that the patient was in the hospital for an unknown reason. On october 13, the patient reported that their device was not working and there was a communication error stating the device needed to be set up properly for patient use. There were no further symptoms or complications reported or anticipated.